Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and noticed that the ECG input jack was loose; to resolve this issue the fse tightened the ECG input jack. The fse additionally noticed that the doppler cable was defective and that blood was observed in the tube of the tidal disk. To resolve these issues the fse replaced the doppler cable and the pneumatic interface module (pim). The 9v battery alarm test failed, the 9v battery was replaced to resolve the issue. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in patient the ECG connector of the cardiosave intra-aortic balloon pump (iabp) was loosen, due to this, the ECG signal would intermittently become disturbed. There was no harm or injury to patient and no adverse event was reported.